Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on information provided, there is no patient harm in this case. The information for use of the device states that the foley catheter may be cut at the shaft to aid in drainage, but no attempt was made. No lot number or product evaluation sample is available, a detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 31, 2016, (B)(4).

Event description:
Complaint received from a health care professional reporting a deflation issue with the product. Reporter stated "could only cuff the catheter with 5ml sterile water, no more. Then tried to uncuff the catheter balloon, it was stopped. Needed to pull out the catheter (with a balloon filled with 5ml water in) from patient, no harm to the patient." Reporter did not provide any further patient/event details